Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the needle did not take any issue and never gave an error. The procedure was aborted. No additional medical or surgical intervention required. No other information available.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, the needle did not take any tissue and never gave an error. The procedure was aborted. No additional medical or surgical intervention required. No other information available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint and there was limited patient-related information provided for this event; therefore, a thorough investigation was not carried out. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Conclusion: it is probable that this event is an isolated issue and not recurring problem within the product family, system or failure mode reported in the complaint. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for each corresponding lot, and no relevant risk factors were found in the manufacturing process. Lot number: 24k08ra; manufacture date: 10/08/2024; expiration date: 10/08/2026; UDI (B)(4).